Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Products manufacturer reference number: 1627487-2021-01433. During the lead removal procedure (related manufacturer reference numbers 1627487-2021-01399, 1627487-2021-01401) on (B)(6) 2021, a lead broke and the remaining lead parts were left in the patient. The fragment is outside of the epidural space. Since it is unknown which lead was affected, both will be reported.